Event description:
I had lasik surgery performed in (B)(6) on (B)(6) 2011. Immediately after the surgery (next day) I was in severe pain and remained in severe pain for several months. I reported the pain to the performing surgeon on multiple occasions. I was told I simply had dry eye. On (B)(6) 2012, I was diagnosed with a corneal neuropathic disease by dr (B)(6), md in (B)(6). I was told that if this condition was properly diagnosed and treated within the first 3 months, I had a good chance of a full recovery. However, the surgeon did not properly diagnose my condition so, I remain in pain on a daily basis, with slim to no chance of a full recovery. I have been hospitalized twice, tried to take my life once because I was in so much pain and have been on disability for the past 6 months as I am unable to work. The surgery and poor f/u treatment had drastically changed my life as well as my family's. We have also spent thousands of dollars on many doctors, medications and various treatment plans. I also did not obtain 20/20 vision and I still need to wear glasses. I have read countless articles on post lasik neuralgia, many of which have been reported to the FDA. The doctors performing the lasik surgery are aware of such post surgery conditions yet fail to provide adequate post surgical care. The diagnosis of corneal neuralgia can be completed with one simple test via a confocal microscope. And the sooner the condition is diagnosed, the greater the success of treatment can be obtained. The FDA is aware of such reported cases as well as performing lasik surgeons and yet this negligence still continues. I do not feel pts are adequately screened for the surgery nor do I feel adequate post surgery f/u is provided. Simply informing the pt has "typical" post lasik dry eye is a scapegoat and puts pt at risk for permanent eye disorders that can be otherwise properly diagnosed and treated.